Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that it does not deliver the x-rays. Review of the system log files showed communication between system to generator was lost. Fse found actual cause of the issue was windows processes were crashed and lost communication with the generator. Fse performed calibration of the x-ray tube and after rebooting the system generator communication was possible. After that system was returned to good working condition. The same issue reoccurred again after few days, after turning it off and on system was returned to work. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.